Manufacturer narrative:
Follow up with the customer on 10/31/2016, it was confirmed that the insulin gauge decreased as expected and the customer has not had any further issues with the fill estimate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 160 units of insulin. The customer's blood glucose level was 119 mg/dl. The customer declined to reload the cartridge during the call with tandem technical support.